Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify the reported abnormal energy delivery failure; however, did observe the failure of the paddles lead ECG being inoperative. Physio replaced the therapy connector assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio-control further evaluated the removed therapy connector assembly at the failure analysis center and determined the cause of the failure to be due to a missing socket insert on socket 7.

Event description:
It was initially reported that the device delivered an abnormal energy level when tested with paddles. There was no pt use associated with the reported failure. Upon eval by physio-control, it was observed that the paddles lead ECG was inoperative. This failure would inhibit the use of the device for defibrillation therapy.